Manufacturer narrative:
(B)(4). The device was manufactured on an unspecified date in 2004. As the device was not returned, a complete device analysis cannot be performed. A review of the device and service history record was performed and revealed no failures or malfunctions that could have cause or contributed to the reported hernia. Should additional relevant information become available, a follow-up report will be submitted.

Manufacturer narrative:
Complaint no: (B)(4). A device history record review and service history review will be performed. If any relevant information is obtained that is related to the reported event or that could have caused or contributed to the reported issue, a supplemental report will be submitted.

Event description:
It was reported that a peritoneal dialysis (pd) patient (pt) experienced a worsening umbilical hernia. The pt stopped pd therapy and switched to hemodialysis in preparation for surgery for another indication. The next month, during hospitalization for the other indication, the pt underwent hernia repair surgery. On an unknown date, the pt was considered to be recovered. The month following the surgery, the pt resumed pd therapy. Additional information was requested but was not available.